Event description:
Patient was revised to address a growing mass in the buttock, poly wear and acetabular cup loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
Conclusion and justification status: the complaint states patient was revised to address a growing mass in the buttock, poly wear and acetabular cup loosening. A complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received. The x-rays were reviewed no implant fracture or disassociation was observed without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).

Manufacturer narrative:
Conclusion and justification status: the complaint states patient was revised to address a growing mass in the buttock, poly wear and acetabular cup loosening. A complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received. The x-rays were reviewed no implant fracture or disassociation was observed without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.